Event description:
Received info of an unspecified cartridge issue. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
F/u with customer on 12/09/2014 indicated that the customer was albe to successfully charge the cartridge and reported that everything had been working well. No product returned for eval. Should new info become available, a f/u supplemental report will be submitted.